Event description:
It was reported by the edwards field clinical specialist that during the transfemoral deployment of a 23mm sapien valve guided by echo, it shifted aortic and was approximately 80:20 aortic. A second device was prepared and deployed in a 50:50 position. Following the second valve deployment there was no central regurgitation and mild paravalvular regurgitation noted. All the devices were removed and the surgical incisions were closed. The patient was transferred to the ICU in stable condition. Additional information noted there was moderate native valve/leaflet calcification, no aortic root calcification, and mild mitral annular calcification (mac). The patient had no septal hypertrophy. The coaxial alignment of delivery system and valve was reported to be fair and the image intensifier angle was described as good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event could not be confirmed however patient (native annular calcification) and procedural factors (fair coaxial alignment of delivery system and valve) could have caused or contributed to the events of too aortic deployment of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.